Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the pt reported an elevated blood glucose reading this morning of 208 mg/dl after changing her insulin infusion site which later increased to 380 mg/dl. She stated she treated her readings by giving herself an injection of insulin about 45 mins ago. The pt was instructed to check her blood glucose again and her reading had elevated to 390 mg/dl. She stated it is not unusual for her readings to elevate prior to her getting sick. Troubleshooting did not find any product issues. The pt was advised to contact her doctor as the insulin injection did not decrease her readings. On follow up with the pt the next day, she stated her blood glucose readings decreased to 145 mg/dl which is within her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.